Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high/undefined superior vena cava (svc) coil impedance. It was noted the svc coil was fractured. Explant is planned for the lead in the future, but currently remains in use. No patient complications have been reported as a result of this event.